Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the mid left anterior descending (lad) coronary artery. The first inflation with the 3.5 x 15mm maverick2 monorail balloon catheter was successful. Upon the second inflation, the balloon ruptured at 10 atms. The patient remained asymptomatic during the event. The balloon was removed from the body intact. No patient complications occurred. The patient status was satisfactory.